Event description:
It was reported that there was noise and high pacing impedance greater than 2000 ohms. The physician decided to temporarily disable high voltage therapy until the lead could be revised. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.